Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported while using the avea ventilator; the unit displayed circuit occlusion and ext high ppeak (extended high peak pressure) alarms. The issue occurred during patient use and the customer reported the end user replaced the suspect device immediately with an alternative ventilator. There is no report of patient consequence associated with the event. The customer reported running calibrations and found the inspiratory pressure transducer's zero a/d (analog/digital) drifted significantly.

Manufacturer narrative:
The reported issue of the suspect device was resolved by performing remediation of the device under field corrective action. The device has been tested and is working to service specifications. No further investigation will be performed.